Event description:
The customer reported to the FDA that a pt with gravida-1 presented at 39 weeks with uterine contractions. Internal fetal electrode and internal uterine pressure catheter was placed. The heart beat monitored and was believed to be fetal heart rate. A pulseless female infant was delivered with apgars zero/zero with monitoring devices still firmly attached. Pre-delivery, device had captured maternal heart rate not fetal heart rate.